Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced and the device functioned as intended. A review of the event history log identified system error 345 messages which verifies the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined, however per servicing procedure the ultrasonic sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.